Event description:
During a greenlight pvp (photoselective vaporization of the prostate) procedure the facility reported the greenlight addstat fiber made a loud pop. The fiber had broken at the port. The rn had reached over to turn off the laser and her coat caught on fire. There was a flame out of where the fiber broke at the port. No injuries were reported.